Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was malfunctioning. The caller stated that both the medtronic representative and doctor said to replace the insulin pump and that the insulin pump was not delivering insulin. The customer¿s blood glucose level was unknown. The device will be returned for analysis.